Manufacturer narrative:
The cobas e 411 analyzer (disk system) serial number is (B)(6). The last calibration provided for (B)(6) 2026 was similar to previous calibrations. Results on (B)(6) 2026 showed higher signals using the same reagent kit. Qc was not performed on 26-mar-2026, the day of the event. Additional qc information provided shows that the majority of qc results were within the limits, but there were some outliers. Per product labeling, "controls for the various concentration ranges should be run individually at least once every 24 hours when the test is in use, once per cobas e pack, and following each calibration." The customer was asked to complete qc. When completed, the result was out of range. After performing calibration, qc was completed again and was within range. Per product labeling, "all initially reactive or borderline samples should be retested in duplicate using the elecsys hbsag ii." "Presumptive evidence of hbv. Repeatedly reactive samples must be confirmed using a neutralization test (elecsys hbsag confirmatory test or elecsys hbsag ii auto confirm)." "For diagnostic purposes, the results should always be assessed in conjunction with the patient¿s medical history, clinical examination and other findings." The investigation determined that the elecsys hbsag ii assay performs within specification.

Event description:
There was an allegation of questionable elecsys hbsag ii results from the cobas e 411 analyzer (disk system) for five patients. Four samples initially had results around 0.9 coi, undetermined. The customer sent the samples to another laboratory, and the results were non-reactive. Exact results and the analyzer that the other laboratory uses were not provided. After the customer recalibrated and performed a passing qc, one sample was repeated. Repeat results were only provided for patient 4. Patient 1's initial result was 0.948 coi (undetermined). Patient 2's initial result was 0.959 coi (undetermined). Patient 3's initial result was 0.973 coi (undetermined). Patient 4's initial result was 0.932 coi (undetermined). The repeat result on (B)(6) 2026 was 0.536 coi (non-reactive). Patient 5's initial result was 0.825 coi (non-reactive). No additional information was provided regarding this result.